Event description:
I went to this clinic in (B)(6), I had my exam, met with personnel, they assured me that they would be in business for a long time, and that they could give me 20/20. After the first lasik surgery, I went back for over 4 months knowing that I needed enhancements, but they kept putting me off until I finally was told that they closed that branch for me to receive the services I paid for I would have to travel to (B)(6), which is 5 hours from my home and they only were open certain hours. So I did travel to have the surgery, I paid (B)(6) room, travel, eating expenses. They performed the surgery and I was in extreme pain immediately afterward, they were rough and I feel not careful or concerned. I had to pay (B)(6) a local eye dr to monitor what they did, I then was referred to an eye specialist clinic because of complications, and was told that both flaps were wrinkled and I had cells growing underneath that had to be removed, otherwise I could lose my vision in that eye. I tried to ask for a partial refund, but they denied that. I would at least like to file a complaint so other people can see what can happens (B)(6).